Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Failure code 810:11 was initially reported by the facility. It is unknown when the failure code occurred. Evaluation summary: during product evaluation the air-in-line printed circuit board was confirmed to be out-of-specification. The air-in-line printed circuit board was recalibrated. The facility reported failure code 810:11was confirmed in the event history and was generated because the air-in-line printed circuit board was out-of-specification.the device was returned to the customer fully operational.